Event description:
Clinical trial. It was reported that post index procedure, the pt had a target vessel revascularization (tvr). The index procedure treated 4 target lesions. Target lesion 1 and 2 were de novo lesions in the left main (lm) artery. Target lesion 1 was 3.5 mm wide, 8 mm long, and 85% stenosed. There was mild calcification and tortuosity. The physician direct stented the lesion with a 3.5 x 12 mm taxus express2 stent. Residual stenosis was 0%. Target lesion 2 was 3.5 mm wide, 10mm long and 99% stenosed. There was mild calcification and tortuosity. The physician direct stented the lesion with a 3.5 x 8 mm taxus express2 stent which overlapped the just prior placed lm stent. Residual stenosis was 0%. Target lesion 3 was de novo lesion in the mid left anterior descending (lad) artery. The lesion was 2.5 mm wide, 15 mm long, and 95% stenosed. There was mild calcification and tortuosity. The physician predilated the lesion prior to placing a 2.5 x 20 mm taxus express2 stent. Post dilatation stenosis was 0%. Target lesion 4 was a lesion in the second diagonal (diag2). An angioplasty balloon was used to dilate the lesion, with 0% residual stenosis. No stent was placed. On day 579, the pt had a tvr for diffuse in stent restenosis of the mid lad stent. Poba was performed and the pt was discharged one day later. The pt was on aspirin and plavix at the time of the event. In the opinion of the physician, there is an unk relationship between the taxus stent and the tvr.

Manufacturer narrative:
A unit has not been returned for review, therefore a technical analysis cannot be carried out. A review of the mfg record for this particular batch number 7451751 shows that th edeive met its material, assembly and product specs at the time of its release to distribution. The root cause cannot be identified.